Event description:
It was reported that the device exhibited a ¿purge impossible alarm downstream occlusion or no occlusion¿. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for analysis. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A visual test was performed and found no problem related to the issue reported. A functional test found the pump alarming normally at around 22 pound per square inch (psi), which is within given limits. The pump was primed normally at the time of investigation. The event log found no problems. The reported issues could not be duplicated. The root cause of the problem was unknown, however, judging the described problem, a faulty cassette was suspected to be the cause. As a result, downstream occlusion (dso) will be calibrated as a preventative measure.